Event description:
It was reported that the date of myocardial infarction was (B)(6) 2012 not (B)(6) 2012 as previously reported.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (myocardial infarction).

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug eluting stent implanted to mid rca. Four days later, the patient experienced a myocardial infarction (mi). It is unknown if the mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device.